Manufacturer narrative:
As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pe (pulmonary embolus) with need for removal, and contraindication for anticoagulation due to intracranial aneurysm. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including occlusion and perforation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including occlusion and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Modified information: 03-dec-2020. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 7 years 6 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and blood clots, clotting, and/or occlusion of the ivc. The patient also reports living with anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because the filter has occluded within the vena cava and perforated outside of it. The following additional information was received per the patient's implant records: the filter was implanted due to pulmonary thromboendarterectomy (pte) and relative contraindication to anticoagulation related to intracranial aneurysm. Maximum sterile barrier technique. Local anesthesia. Right common femoral vein access followed by placement of a catheter at the origin of the ivc for venography. Trapease ivc filter was selected and placed in usual manner. Hemostasis with manual compression. No immediate complications. The findings were as follows: patent ivc. Normal caliber. No filling defects or significant anatomic variations. Filter deployed in good position in the ivc, caudal to the renal veins. Fluoro 0.4 minutes. Unremarkable venography. Successful ivc filter placement.